Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain in the lower back right under the implant. Program optimization was attempted and was not successful. The physician administered an injection for the pain.